Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred and the patient experienced bradycardia and hypotension. Test strips were used to confirm the blood leak and the machine alarmed. Estimated blood loss was 300cc. Medical intervention was required and the patient was sent to the emergency department. The patient had signed out of the emergency department against medical advice. The patient did not complete treatment.

Manufacturer narrative:
Summary of investigation/conclusions: the reported complaint is not confirmed. A complaint sample was not received for evaluation. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint sample. In the event a complaint sample is received, the complaint will be reopened and updated. The manufacturer production records were reviewed and all lot released criterion were med. No further analysis/investigation required.